Event description:
Customer reported device = hi. Customer went to the hospital. Hospital device = 85mg/dl thirty minutes later. No treatment received. A request was made for return product and replacement product was sent.